Event description:
It was reported that the caregiver was unable to complete fill tubing on the pump and did not initially observe drops after pressing and holding, and the infusion set was deployed incorrectly with the short tubing placed on the body before priming; education and troubleshooting were provided to connect the tubing, prime until drops were visible, and insert the infusion set correctly. The caregiver noted partial insertion that left the cannula or needle only partially seated and poking the user. No reported symptoms. Outcomes included successful priming with visible drops, replacement of the site without issue, resumption of insulin delivery, and no impact to blood glucose. Investigation included remote troubleshooting and user education on correct tubing connection, priming technique, and proper insertion to ensure straight, full-depth placement. Investigation of this case revealed user technique error resulting in incomplete priming, which was corrected through guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user technique.